Manufacturer narrative:
The referenced ues-40s was returned to olympus medical systems corp.(omsc) for evaluation. Omsc evaluated the ues-40's and found that there was no abnormality and irregularity. Because the referenced bipolar forceps and the referenced a cord were not returned to omsc, omsc could not confirm them. The exact cause of this phenomenon cannot be conclusively determined, however there was the possibility that the electrode of the forceps point-contacted with the patient¿s tissue due to adhesion of the patient¿s tissue as dirt, or the electrode of the forceps point-contacted with the metal part of the other instrument. Consequently it was considered that there was the possibility that the spark was generated from the electrode of the forceps due to the discharge when the physician activated the high frequency output. There is the possibility of this phenomenon is attributed to the user handling of the devices. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during the orchiopexy procedure using with the ues-40's in combination with the non-olympus bipolar forceps (bonimed) and the non-olympus a cord (covidien), when the physician activated the high frequency output little by little, the spark larger than usual was generated. The facility changed the ues-40's to the other electrosurgical unit (force triad) and the physician completed the procedure. There was no report of the patient's injury regarding this event.